Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the customer received a button error alarm on the insulin pump. Prior to the alarm, the customer was attempting to deliver a bolus, but the numbers kept scrolling so she took the battery out. The customer then received the alarm. The customer's blood glucose was 126 mg/dl. Troubleshooting was done. The customer did not recall any significant events leading to the alarm. Advised the insulin pump needed to be replaced. Advised the customer to discontinue use of the insulin pump and revert to a back-up plan per healthcare provider's instruction. Advised customer that a replacement insulin pump would be sent. Nothing further reported.

Manufacturer narrative:
No unexpected alarm or unresponsive buttons noted, all buttons functioning properly. No damage in the keypad assembly noted the keypad connector was locked. Unit passed self-test, no unexpected frozen display anomaly during testing. The insulin pump received with cracked reservoir tube lip, cracked battery tube threads and minor scratched display window.